Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. A revision procedure was performed and the ra lead was abandoned surgically at the terminal pin. During this procedure a new lead was successfully implanted. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.